Manufacturer narrative:
Patient city: (B)(6). Patient country: united kingdom. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in united kingdom it was reported that the patient experienced adhesive failure on 20-feb-2026, as the tape fell off randomly without an apparent cause. No further information available.